Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure, a diamondback 360 coronary orbital atherectomy device (oad) was stuck at tortuous mid right coronary artery (rca) segment despite slow treatment. The crown jumped causing a perforation and the tip of viperwire advance coronary guidewire to fracture. The guidewire tip could not be retrieved. The treatment was switched to non-abbott atherectomy. There was no reflow. The procedure was completed, however, the patient expired post percutaneous coronary intervention.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported damage caused to the guide wire by the oad, crown jumping, perforation, ischemia, vessel occlusion, and patient death appear to be related to operational context. Per medical review, based on reported information, a causal relationship between the oad and patient death could not be established. The oad appears to have functioned as intended, with available information suggesting the perforation is likely related to procedural and patient factors, including vessel tortuosity and underlying severity of atherosclerotic disease. Lesion morphology along with vessel angulation may influence crown dynamics, including the crown jumping. This would serve as an indirect contributor to the reported perforation.. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: b5, g3, g6, h2, h6 (correction: health effect - clinical code, health effect - impact code and medical device problem code added), h6 (type of investigation, investigation findings, investigation conclusions) and h11.

Event description:
It was reported that during procedure, a diamondback 360 coronary orbital atherectomy device (oad) was stuck at tortuous mid right coronary artery (rca) segment despite slow treatment. The crown jumped causing a perforation and the tip of viperwire advance coronary guidewire to fracture. The guidewire tip could not be retrieved. The treatment was switched to rotational atherectomy. There was no reflow. The procedure was completed, however, the patient expired post percutaneous coronary intervention. Additional information was received and indicated that the oad was stuck at rca despite treatment at slow speed. The treatment was performed proximal to distal and the crown jumped forward and damaged the guidewire. It was noted that the device was advanced slowly against resistance and approximately fifteen treatments were performed prior to the guidewire fracture. Flushing was performed between each treatment. The crown did not come in contact with the spring tip. There was no wire bias. The fractured guidewire component about 30 mm was left in distal coronary artery in-vivo. It was noted that the vessel was not primarily wired with viperwire guidewire and was with a microcatheter. In the physician's opinion, the primary and secondary cause of death was ischaemia related to the right coronary artery and the oad and viperwire guidewire caused or contributed to patient's death. Rotational atherectomy was performed followed by stent to resolve perforation. In the opinion of the physician, large volume rca atheroma was the cause of no flow. Flow was restored by administering standard intermittent claudication (ic) medications.